Event description:
On (B)(4) 2013, it was reported that the vibra-alarm on the patient's infusion device was not functioning. The patient stated that the device had displayed e7 (electronic error) several times. The patient changed the battery, but the device again displayed e7. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The vibrator motor is without function. An internal defect of the vibrator led to the problem. The pump correctly triggered the e7002 error message.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.